Manufacturer narrative:
Eval method: other = no analysis could be performed with no product return. Results: other = device history review could not be performed with no mfg lot number provided. Analysis: the user facility has stated the product is not available for analysis, and no serial number or lot number are provided. Without product or device specific info, no eval can be performed. Investigation reveals that the account performs very few ECMO cases, perhaps as few as 1-2 per yr. Info received from a rn, ECMO team member at the facility indicated that in their opinion, the event was not related to product malfunction. Clotting early in the case or prior to pt contact would typically be related to case specific operative conditions. Conclusion: without product return, no conclusion can be drawn for the reported event. The pt was removed from ECMO support and is on conventional ventilation at the time of this report. Note: this event reported issues with four similar devices. Separte reports will be filed referencing the same user report number.